Event description:
It was reported that there was "possible heparin error" between 26sep2024 1600 and 27sep2024 0730. Further information was provided by the customer which states: it was reported heparin (50 unit/ml/550ml) drip started at 1650, per physician order. Dose programmed at 18 unit/kg/hr, (rate of 22.7ml/hr). At 1857 during shift change the medication administration record (mar) along with two (2) clinicians verified the currently running dose was 24.8 mg/kg/hr, (rate of 31.2 ml/hr). It was alleged however, there was not a recent prothrombin time (ptt) lab drawn to warrant a heparin rate increase. At 2352 two (2) clinicians documented handoff in the mar the heparin dose was infusing at 18u/kg/hr for (rate of 22.7 ml/hr), which is consistent with the original start dose/rate. The following day at 0105, clinician received a new ptt result of 144 seconds, requiring a reduced rate of 3 unit/kg/hr per hospital protocol. Dose rate change documented in mar was 15unit/kg/hr (rate of 18.9ml/hr). All subsequent ptt and documentation was within the appropriate parameters. No patient harm was reported, per customer "interventions did not change during event. Patient was at therapeutic level and did not need further heparin, was transitioned to eliquis" the customer has the following investigation request- was the pump rate changed at 1857 to 24.8 mg/kg/hr, (rate of 31.2 ml/hr) or did the rate stay the same as ordered at 18unit/kg/hr until the resulted ptt on 0105?

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of a possible heparin error was not confirmed through a review of the pcu event logs. The logs show that the initial rate for heparin was set at 24.804 ml/h at 4:51 pm on 26 september, and there is no record of a rate change to 31.2 ml/h at 6:57 pm. The suspect pump module was not returned for the investigation. Laboratory testing and inspection of the suspect pump module could not be performed as incident device was not received for this investigation. Review of the pcu event log, there is no record of the suspect pump module s/n: (B)(6). Review of the pcu event log showed that on (B)(6) 2024 between 4:51 pm and 4:52 pm, the device was powered on, and a pump module s/n: (B)(6) was added. A new patient and med/surgy profile were selected, was programmed guardrails drugs (heparin) at a rate of 24.804ml/h with vtbi = 495ml, drug amount = 25000mg, diluent volume = 500ml, patient weight = 68.9kg, concentration = 50mg/ml and dose = 18 unit/ml. At 5:13 pm, the user paused the infusion and restarted it two (2) minutes later. At 5:33 pm, the pump module was assigned with channel b. On (B)(6) 2024 between 12:02 am and 1:10 am, pump module s/n: (B)(6) (channel b) key unit channel off and was programmed guardrails drugs (heparin) at a rate of 15ml/h with vtbi =2500ml, drug amount = 25000mg, diluent volume 500ml, concentration = 50mg/ml, and dose = 750 unit/ml, then the user pressed key unit channel off. Between 1:13 am and 1:16 am, the pump module s/n: (B)(6) (channel b) was programmed guardrail drugs (heparin) at rate of 18.9ml/h with vtbi = 2500ml, then the user pressed key unit channel off, the pump module s/n (B)(6) (channel b) was selected and was programmed guardrail drugs (heparin) at a rate of 18.9ml/h with vtbi = 500ml, drug amount = 25000mg, diluent volume = 500ml and concentration = 50 mg/ml. At 12:58 pm, the pump module s/n: (B)(6) (channel b), the user pressed pause, then channel off, pvi = 390.826ml/h and the pump module s/n: (B)(6) (channel a) was programmed at a rate of 100ml/h with vtbi = 104.051ml, and infusion was started, then the user pressed channel off, pvi = 1864.49ml/h, the pcu was powered off. The above heparin infusions were performed as non-weight based. The alaris system user manual v12.3.1 notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. ¿verify the correct parameters and press the start key¿. The device was reported with patient involvement but no harm. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: a root cause for the reported issue of a possible programming error for an infusion of heparin was not able to be identified. The reported suspect pump module was not found used with the pcu received and the log data showed that during an infusion of heparin the infusion was programmed as non-weight based.

Event description:
It was reported that there was "possible heparin error" between (B)(6) 2024 1600 and (B)(6) 2024 0730. Further information was provided by the customer which states: it was reported heparin (50 unit/ml/550ml) drip started at 1650, per physician order. Dose programmed at 18 unit/kg/hr, (rate of 22.7ml/hr). At 1857 during shift change the medication administration record (mar) along with two (2) clinicians verified the currently running dose was 24.8 mg/kg/hr, (rate of 31.2 ml/hr). It was alleged however, there was not a recent prothrombin time (ptt) lab drawn to warrant a heparin rate increase. At 2352 two (2) clinicians documented handoff in the mar the heparin dose was infusing at 18u/kg/hr for (rate of 22.7 ml/hr), which is consistent with the original start dose/rate. The following day at 0105, clinician received a new ptt result of 144 seconds, requiring a reduced rate of 3 unit/kg/hr per hospital protocol. Dose rate change documented in mar was 15unit/kg/hr (rate of 18.9ml/hr). All subsequent ptt and documentation was within the appropriate parameters. No patient harm was reported, per customer "interventions did not change during event. Patient was at therapeutic level and did not need further heparin, was transitioned to eliquis" the customer has the following investigation request- was the pump rate changed at 1857 to 24.8 mg/kg/hr, (rate of 31.2 ml/hr) or did the rate stay the same as ordered at 18unit/kg/hr until the resulted ptt on 0105?